Event description:
Tip of catheter broke off in use, and had to be removed using a bronchoscope. Picture included is of a sample of the same product, the actual product with failure is not available. International medical systems, limited, (B)(6). FDA safety report ID# (B)(4).